Manufacturer narrative:
The product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter for a laparoscopic sleeve gastrectomy procedure, at the beginning of the first stapling, the loaded was blocked and it was impossible to fire. The loader was changed to resolve the issue. No patient adverse events were reported. No reinforcement material was used. Current patient status is alive with no injury.